Event description:
Home pt reports discomfort in her shoulders during apd treatment, believed to be the result of excess air. This was home pt's first night on homechoice device and rn suspects home pt may not have primed pt line of homechoice set properly at initiation of treatment. Per rn, there was no medical intervention and no pt injury as a result of this incident.